Event description:
It was reported that during the capital equipment installation and the initial inspection of the laser, it was discovered that the harness was burned. There was no patient or procedure involved.

Event description:
It was reported that during the capital equipment installation and the initial inspection of the laser, it was discovered that the harness was burned. There was no patient or procedure involved.

Manufacturer narrative:
The console device was not returned to the service center; however, a media inspection was performed. It was noted that the harness was defective. The reported allegation was confirmed. The malfunction found could have affected the device performance leading to the event experienced by the customer. A review moses pulse hazard analysis was completed and confirmed that the event of device smoking was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation, indicating that expected or random component failures were identified, with no design or manufacturing issues.